Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the patients were not crossing over to 1 station. A technical support specialist (tss) dialed into the station to review its configuration. The tss accessed the care fusion admin and opened the database management application to confirm that the recovery settings were correctly configured. The tss checked the system drive and found that available space was low, then reviewed related guidance on freeing storage. The tss accessed the database log location and removed older dump files to recover space. The tss performed system cleanup commands as recommended, which increased the available disk capacity. The tss then opened the station configuration utility, updated the autologin setting to use the application account, and completed a full reboot of the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all patients were not crossing over to one station, although no errors had been displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.